Event description:
Thirteen days post placement, the dressings were removed. It was then noted that the devices were embedded into the pt's skin. Pt is on antibiotics.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.